Manufacturer narrative:
Weight was not provided. (B)(4). Approximate age of the device - 1 year. It is unknown if or when the lvad was explanted from the patient after expiration; however, it was reported that the device will be available to the manufacturer for analysis. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On 05/03/2016, it was reported that the patient presented with hematuria secondary to hemolysis, pump thrombus and an elevated lactate dehydrogenase (ldh) value above 2500 u/l. The day before, on (B)(6) 2016, the patient's inr was 1.4, the prothrombin time (pt) was 15.3 seconds, and the partial thromboplastin time (ptt) was 31 seconds. At the time of the event, the patient's anticoagulation medication included warfarin and plavix. The patient was started on IV argatroban. On (B)(6) 1016, the patient's inr was 4.4, pt was 49.1 seconds and ptt was 88 seconds. Unspecified changes were made to the patient's medication. It was reported that the patient expired on (B)(6) 2016 with the cause of death reported as sepsis and possible thrombus. The vad coordinator reported that the sepsis originated from a urinary tract infection and cystitis and was not related to lvad therapy. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: additional information. Device evaluation: the evaluation of the returned device confirmed thrombus inside the pump. Examination of the outlet stator revealed a red, soft deposition. The deposition's lack of laminated layering indicates that it did not initially form in the outlet stator. However, its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was operating. The blades and body of the rotor revealed two dark red, hard deposition. The depositions were denatured, indicating that they were present while the device was operating. However, they did not appear to have developed at this location. Although the specific origins of the depositions and the duration of their presence in the pump could not be could not be conclusively determined, they were partially obstructing the blood flow path and could have contributed to the reported hemolysis. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.